Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. A device interrogation noted no stored episodes that corresponded with the syncope, however, the root cause was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. A device interrogation noted no stored episodes that corresponded with the syncope, however, the root cause was not determined. No additional adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.